Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that that atrial lead exhibited p-wave amplitude variation, high capture threshold and noise. The atrial lead was explanted and replaced. There were no patient consequences.